Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the large hem-o-lok clip applier instrument was inspected prior to use with nothing out of the ordinary noted. The issue occurred while loading the clip in the clip applier. The instrument did not collide with any tools during the procedure. No fragment fell inside the patient. The instrument was sent into isi for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end in the housing. The broken grip cable at the proximal caused the grip cable to become loose at the distal end. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the large hem- o-lok-clip applier instrument had loose broken cable. There was no report of patient involvement.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.